Manufacturer narrative:
There was one pump received for evaluation. The event history log was checked, and there was record of an error 1320. The customer reported issue was confirmed. The root cause of the error cannot be determined. Product is beyond 3 years from manufacture date of 2019-02 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that after changing the pump to another one, when the patient tuned on the pump, an alarm sounded and it was unintentionally reset. Also, initial information was displayed on the screen. So the patient changed the batteries, loaded another new ones into the pump, and powered it on again, but the alarm persisted. No patient injury. No additional information is available for this complaint.